Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED was placed into service without the pads or battery pack connected to the AED. The ddu series aeds are designed to be stored with the battery and pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.